Event description:
The caller reported a pump malfunction, but did not initially contact support for assistance. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer will continue to use current pump for insulin therapy.